Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(64).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 078-0080134 issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the black box and alarm history showed evidence of the cs 078 call service alarm . The pump¿s ¿ez-prime¿ steps were performed correctly. The pump¿s cover was removed and there was moisture corrosion found to the motor connector. During the investigation, the pump alarmed with ¿cs 078¿ alarm upon the first rewind attempt therefore the initial call service alarm complaint was duplicated during the investigation. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2, 21-march-2017- correction to serial#.